Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02193.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using pod packing coils (pod pc), ruby coil detachment handle (handle), and non-penumbra microcatheter. It was noted that the patient¿s anatomy was mildly tortuous. During the procedure, while advancing a pod pc through the microcatheter, the physician experienced resistance and the pod pc would not advance out the distal tip of the microcatheter. Subsequently, the physician attempted to detach the pod pc inside the microcatheter using a handle; however, the pod pc failed to detach. Consequently, after multiple attempts, the physician kinked the pusher assembly of the pod pc. Therefore, the pod pc was removed. The procedure was completed using penumbra smart coils (smart coil), a penumbra smart coil detachment handle (handle), an additional non-penumbra microcatheter, and the same carnelian hf microcatheter. There was no report of an adverse effect to the patient.